Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user observed a discrepancy between glucose readings on the ilet and the dexcom app, with the ilet indicating 200 mg/dl and dexcom indicating 230 mg/dl earlier in the day, followed by a dexcom sensor failure; the user contacted dexcom and subsequently contacted beta bionics, and troubleshooting and education were completed with plans to review pump logs to confirm no ilet issues. Symptoms included hyperglycemia. Outcomes included no hospitalization and user guidance provided. Investigation included customer interview, review of reported device behavior, and planned log review to assess ilet performance. Investigation of this case revealed that the discrepancy was most consistent with a failed cgm sensor, and no ilet pump malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to cgm sensor failure rather than the ilet pump. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.